Manufacturer narrative:
Additional info requested 9/30/96. F10 ni; three contacts were made and documented with user facility requesting additional info. User facility did not submit medwatch 3500a.

Event description:
Pt complaint of pain an radiograph allegedly showed probable patella lossening. Revision surgery performed. During patella revision, tibial insert was checked and some wear was found. Dr. Decided to replace insert during patella surgery. Tibial insert was cut with an osteotome for easier removal and replaced.